Event description:
Study event. Device malfunction: filter basket recovery issue. Time of complication: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure of the rcc, the shapable tip recovery catheter had difficulty advancing to recover the filter basket. The low profile flexible design recovery catheter was used and successfully recovered the filter basket. There was no patient injury or effect. No additional information was available.